Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump alarmed during prime process. The blood glucose reading is 147 mg/dl. Insulin drips from the insulin pump. The drive support cap is protruded. Advised the customer that the insulin pump will be replaced. Nothing further reported.